Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter tip of bd nexiva¿ closed IV catheter system was damaged. No patient impact reported. The following information was provided by the initial reporter: when the indwelling needle was implanted in a patient who was preparing for mr enhancement, the needle was found to be burr and replaced immediately. Further clarification provided: complaint is against the catheter tip.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. A physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1315343, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed some flash on the catheter tip. There was no needle in the provided photo but the catheter displayed in the photo does have some flash. Therefore, based off the provided photo the engineer was able to verify the reported defect. This defect may originate during the manufacturing process due to a misalignment of the set together station, bent tubing, or air blow inconsistency. There was a 100% vision system inspection and a sampling plan implemented for lie distance, which mitigates the occurrence of this defect. This defect is also common during tip adhesion break during use by the customer. However, without a physical sample available for evaluation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.